Event description:
As reported by the user facility (translation of user facility info by bbm sales organization in (B)(4)): flow rate too high.

Manufacturer narrative:
Exemption number (B)(4). B braun medical inc (importer) is submitting this report on behalf of b braun (B)(4). The device is currently being tested by technical services in (B)(4). B braun (B)(4) will be informed about the results and if the sample will be sent to our service dept in (B)(4). A f/u report will be provided after the inspection results are available.